Event description:
The customer reported the system had an overload error and displayed an abnormal image. This error may cause the system to shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The boards and connectors were reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.